Event description:
It was reported that the pt felt a shocking sensation when she bent over. Pt reported not being able to adjust stimulation. Otherwise the pt was feeling stimulation where she needed it. Pt was advised to contact hcp to discuss potential ins (implantable neurostimulator) replacement, since status light indicated low ins battery and pt had had this device for 6.5 yrs. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).